Manufacturer narrative:
Device not returned.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay, adverse consequences, or medical intervention.